Event description:
It was reported a device implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During the patient's routine 45-day transesophageal echocardiogram (tee), it was noted the implant shifted proximally and had a 4mm mitral side leak including under the fabric cap of the closure device. The physician elected to coil the leak. There were no patient complications.